Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700225 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after ligation, one clip slipped off the cystic artery; the loose clip from the vessel was intact but was not locked. No clips remained in the patient and there was no health injury.

Event description:
It was reported that after ligation, one clip slipped off the cystic artery; the loose clip from the vessel was intact but was not locked. No clips remained in the patient and there was no health injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned two loose clips from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clips were visually examined with and without magnification. Visual examination revealed that the clips were both closed. Therefore, there is nothing to test for the returned clips. No defects or anomalies were observed with the returned clips. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip slipped off vessel" was not confirmed based upon the sample received. The customer returned 2 loose clips. Both clips were returned properly closed with no defects observed. Since no clips were returned other than the two closed ones, a functional inspection was not performed. No functional issues were found with the returned samples and the applier was not returned. Therefore, the reported issue could not be confirmed.